Manufacturer narrative:
The device has been returned to manufacturer site for investigation and repair. The log analysis points to an internal communication problem of the microprocessor-system. The detailed investigation revealed drop outs of the program memory on the printed circuit board, which is equipped with the central processor unit (pcb cpu). This memory is regularly tested during running ventilation. During the reported event, the missing memory access caused an internal communication error, which triggered a warm start. The warm start was conducted successfully. The evita 4 has reacted on the malfunction of a component (memory) as specified. The user was alerted by alarms, the breathing system was opened to atmosphere and a successful warmstart was performed which needed about 8 seconds. The ventilation was continued with the given settings. Shortly after the users have removed the device from service.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "device switches off during operation and starts thereafter again by itself."